Event description:
Additional information was received from a consumer. It was reported that the patient had an injection on (B)(6) 2016. The cause of the kink in the lead and the lead being bent at a 90 degree angle is unknown. The symptoms related to the kink were increasing pain and discomfort in the right knee and inner/outer thigh around the hip joint, and up the other side of spine to middle/low thoracic. Continued increased urine output/leaks and "up to three days without urine output."

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013-, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received from a consumer and a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported the patient was having an x-ray to rule out back issues. The patient's healthcare provider (hcp) found an issue with the lumbar and lower thoracic where the patient had a disc issue in the lumbar area. The hcp found that the lead to the electrodes were placed up above in the thoracic area and one of the leads was in a 90 degree angle or had kinkage and wanted it checked out. The patient stated with her new back "situation," she needed to see a spine surgeon and thought she may not need the stimulator. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received from the patient reported she had an appointment with her doctor and a manufacturer's representative (rep) on (B)(6) 2016. The patient noted she was going to ask a doctor she had just learned about if he could do surgery on the patient's stimulator. The patient did not know what the circumstances were that led to the kink in her lead and the lead being bent at a 90 degree angle except for a fall in (B)(6) 2015 where she hit her knee and slammed her abdomen and had sharp pain in the lumbar area between "thefts" or extra high activity. The patient noted that with her move, her back did not ache until (B)(6) of 2015. The patient's left hip and thigh had increased nerve pain since (B)(6) 2015. It was also noted that the patient had been in a lot of different angles, such as sitting and standing, to unpack and she had a new adjustable bed since (B)(6) 2015. Steps being taken to resolve the kink in the patient's lead and the lead being bent at a 90 degree angle included an appointment with a doctor and a rep to get a referral to a doctor in the patient's area who could correct the electrodes and leads. The patient noted she had a new problem as she had learned, from a recent MRI, that since (B)(6) 2014 her vertebrae l1 - l4 now had "bulging disk" and her sacrum to coccyx had an unusual deformity. The patient noted she wanted to get an MRI done for the lower thoracic too, but they did not do it. It was noted the patient last saw a rep in (B)(6) 2015, but the rep did not reprogram the device and he just checked what the setting were. Additional information received from the patient reported she had a MRI of the lumbar/sacral spine done a month ago (approximately (B)(6) 2016) which showed changes in the lumbar where the patient had previous surgery. The patients disks were changing. There was new pain on the left side. The implantable neurostimulator (ins) may have been out of place and one of the leads was at a 90 degree angle and was overlapping the other one. It was noted the changes in the patient's vertebrae shown on an x-ray were pre-exiting but have now worsened. The MRI was noted to have been due to a problem with the device or therapy and related symptoms included worsening symptoms and a lead placement issue.